Event description:
It was reported that the patient experienced a loss of stimulation. Testing with a vision programmer returned values indicating possible lead damage. The lead was reported broken and was replaced. The implantable pulse generator (ipg) was reprogrammed and stimulation resumed. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead found broken conductor wires. The proximal end of the lead was ok and there were setscrew marks in the correct location. All conductors were broken 13.7 cm from the distal end. The outer insulation was intact and the lead stylet coil was ok. The distal end of the lead was ok, and there were no shorts between circuits. All circuits were open.

Manufacturer narrative:
Lead: model 3877-45, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011.